Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up, atrial lead noise was noted. Noise did not result in oversensing and it was suspected that noise was due to electromagnetic interference (emi). No intervention was performed, and the right atrial lead remains implanted. No patient consequences were reported.